Event description:
This device is smaller than the devices previously accessed by the reporting nurse (the IV nurse). She said an experienced nurse tried to access the port and could not, so she called the IV team and the IV nurse that responded could not access the port either. The nurse then called the physician and he could not access the port. They attempted to access the port the following day and the patient's port site had an infection. The port had to be explanted. Upon examination of the port, the physician had assembled the port incorrectly. There is a bifurcation in the port and the tubing is double lumen. It is very small and the physician had stretched one lumen over the bifurcated area, so the other lumen was nonfunctional. I looked at the device and had some difficulty seeing how this would be assembled because it is so small.